Manufacturer narrative:
Not applicable, as the lens was not implanted; therefore, not explanted. (B)(4). Device evaluation the lens was not returned to the manufacturer for evaluation as the customer indicated that it was lost. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 29.5 diopter intraocular lens (iol) was removed from a patient's right eye, due to not having enough capsule support. The incision was enlarged, vitrectomy and sutures were required. There were no post-op issues. Product was lost and will not be returned.